Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
No blood glucose levels were provided. The customer reported a motor error from the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, excessive no delivery alarm test and the displacement test. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No unexpected motor error alarm was noted during the bolus or basal delivery. The motor was tested outside of the device and passed. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a missing end cap sticker.